Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2009. The catheter primed fine but three minutes after the procedure start time the pressures on the generator started fluctuating and an error code flashed saying "overheater error". The surgeon switched off the machine and quit the procedure. Following the procedure, the patient experienced personal injuries, persistent vaginal bleeding, and chronic fatigue. The patient developed abdominal cramps and diarrhea and was treated on (B)(6) 2009 by her physician. No additional information was provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. There were no visual defects found. A leak test was not able to be performed due to a cracked luer fittig. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-01006. The same patient is represented in each medwatch.